Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose level. The customer¿s blood glucose was 2.4 mmol/l at the time of the incident and current blood glucose was 3.6 mmol/l. The customer was treated with food. The customer allege pump was over delivering because they had to lower the temp basal percentage 3/4. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump. Recommended customer refer to back up plan, per health care professional instructions. The reservoir will not be returned for analysis.